Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 07/06/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient due to pop. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a colposacropexy, marshall-marchetti-krantz type cystourethropexy and moschcowitz procedure on (B)(6) 2005 due to pop. It was reported that patient underwent lysis of adhesions, laparoscopy, uterolysis and appendectomy on (B)(6) 2008. It was reported that patient underwent exploratory laparotomy, lysis of adhesions, ureterolysis, repair of right urethrotomy and marlex mesh removal on (B)(6) 2008 due to severe pain in lower quadrant, right hydronephrosis and right urethral obstruction. It was reported that patient underwent cysto r rgp r stent (B)(6) 2008 and stent removal (B)(6) 2008. It was reported that patient underwent exploratory laparotomy and psoas hitch with r ureteral re-implant on (B)(6) 2009. As per plaintiff fact sheet (claim information), ¿the mesh formed a mass in pelvic area that was connected to different tissue about the size of a golf ball causing severe pain. The mesh encased her right ureter, because that was secluded hydronephrosis was caused to reconstruct the ureter¿. It was reported patient underwent ventral hernia surgery ((B)(6) 2012).

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with right retrograde pyelogram and right ureteroscopy on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.